Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patients perception was unsatisfactory, however, no technical problem could be detected. The investigation showed that the electronic circuit is functional and that the active electrode shows damage that is attributable to the explantation surgery. Based on the patient report the reason for the reduced benefit for the patient seems to be non-device related. This is a final report.

Event description:
The patient reported a decline in hearing performance after initially doing well with the device. External components were exchanged. No trauma has been reported. In-situ testing showed the device to be functioning within specifications. A CT scan found the device properly positioned. Revision surgery has been scheduled for (B)(6) 2016. The patient was re-implanted on (B)(6) 2016. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. It was also stated that the patient was implanted in (B)(6) 2014 and fell in (B)(6) 2014. Performance with the device decreased since then. After re-implantation, the patient has access to sound with the device but is not tolerant of environmental sounds. She has complaints unrelated to her cochlear implant (ci) that she feels affect the ci.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported a decline in hearing performance after initially doing well with the device. External components were exchanged. No trauma has been reported. Revision surgery has been scheduled for (B)(6) 2016.